Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? Reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device was infusing a primary fluid (0.45% normal saline at 50ml/hr.) With a secondary bag (20meq potassium chloride) attached "that was empty." The nurse stated that the pump module alarmed for air-in-line., however, when they checked the device to address the alarm, it was noted that "the entire length of tubing had a mixture of air and fluids in it." The air in the tubing was allegedly noted to be close to the patient site but "did not get to the patient." The nurse then paused the infusion and disconnect the tubing from the patient. The nurse then flushed "the central lines and received blood return immediately." The nurse reported that "no air entered the patient access." Furthermore, the nurse stated that the tubing on primary and secondary were "twisted" and thought that the air was "being pulled from the empty secondary set and primary set." The nurse also stated that the tubing had about "two-inch areas of air in line, then fluid, then air in line, then fluid, etc." The nurse alleged that the device "never" alarmed for air-in-line "until it was close to the patient access." The event occurred on 19 december 2023 around 1630. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was infusing a primary fluid (0.45% normal saline at 50ml/hr.) With a secondary bag (20meq potassium chloride) attached "that was empty." The nurse stated that the pump module alarmed for air-in-line., however, when they checked the device to address the alarm, it was noted that "the entire length of tubing had a mixture of air and fluids in it." The air in the tubing was allegedly noted to be close to the patient site but "did not get to the patient." The nurse then paused the infusion and disconnect the tubing from the patient. The nurse then flushed "the central lines and received blood return immediately." The nurse reported that "no air entered the patient access." Furthermore, the nurse stated that the tubing on primary and secondary were "twisted" and thought that the air was "being pulled from the empty secondary set and primary set." The nurse also stated that the tubing had about "two-inch areas of air in line, then fluid, then air in line, then fluid, etc." The nurse alleged that the device "never" alarmed for air-in-line "until it was close to the patient access." The event occurred on (B)(6) 2023 around 1630. There was patient involvement but no harm.